Event description:
A customer reported false positive ahbs results on a cap proficiency sample tested on the eci analyzer, no pt results were affected. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that a positive result was obtained for a proficiency fluid that should have been negative. Qc results from the date of the event were within expected ranges. Retesting of the sample yielded the expected negative result. No discordant results were observed for other hepatisis tests. Datalogger analysis was not possible, as the event occurred in may 2006, and the log files were no longer available. A field engineer visited the site, and verified analyzer performance. The root cause of the event was not determined.